Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall. It was also reported that the patient could not interrogate the left implantable neurostimulator. An x-ray of the implantable neurostimulator and the extension area was recommended. Additional information has been requested, but was not available as of the date of this report. Reference manufacturer's report #3004209178-2009-03770.

Manufacturer narrative:
(B) (4).